Manufacturer narrative:
Citation: whiteside w et al. The utility of intracardiac echocardiography following melody transcatheter pulmonary valve implantation. Pediatr cardiol (2015) 36:1754¿1760. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the use of intracardiac echocardiography following transcatheter pulmonary valve implantation. All data were collected from a single center between april 2010 and september 2013. The study population included 57 patients (gender not provided, mean age 23 years, mean weight 64.5 kg), all of which were implanted with medtronic melody transcatheter pulmonary valves (serial numbers not provided). Among all patients adverse events included: mild to moderate paravalvular leak (pvl) with subsequent post-implant dilatation, moderate pulmonary insufficiency requiring second procedure, stenosis with increased gradients requiring second procedure, branch pulmonary artery stenting requiring second procedure, and distal branch pulmonary artery pseudoaneurysm requiring second procedure. One case included multiple stent fractures of the melody valve frame requiring a second valve to be implanted in a subsequent procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.